Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusion not yet available. Eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems that out of box the gas out connection was faulty/damaged. No pt involvement as this occurred out of box.